Manufacturer narrative:
The subject device was returned for investigation. Based on the results of the investigation and the information provided, the customer allegation "no image" was confirmed. It is likely due that there was no image when angulated was in the up position. The probable causes are likely due to stress and leaking in channel or a random component failure without any design or manufacturing issue. However, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a ceramic head damaged. The issue occurred during maintenance. There were no reports of patient harm.